Event description:
It was reported the patient underwent a total disc replacement at c5-c6 with prodisc-c on an unknown date. The patient is experiencing pain and the surgeon planned to remove the device on (B)(6) 2014, however, the surgery was cancelled for an unknown reason and they are not going to reschedule the removal. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown prodisc-c implant/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.